Manufacturer narrative:
H6- health effect- clinical code: "4581- keratoconus" and "2137" should be added. H6- medical device problem code: "1401" should be added. B5- the reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.50/3.5/019 (sphere/cylinder/axis) into the patient's left eye (os). The patient experienced keratoconus and residual refractive error. Reportedly "1 week post op keratoconus patient's outcome". The lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of a -14.50/3.5/019 (sphere/cylinder/axis) into the patient's left eye (os). Reportedly, "1 week post op keratoconus patient's outcome".

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).